Event description:
It was reported that the customer received multiple error messages on the insulin pump, including unexpected restart alarms. Customer declined to troubleshoot the alarms. His blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.